Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor fractured; distal segment was returned and analyzed. Defib conductor distorted. Blood/body fluid in/on several conductors(not obstructed) and helix/lobe mechanism(sleeve head). Outer tubing overlay breached cut. Flexed within 5 cm of anchoring sleeve. Also white substance found on the lead.

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. Follow-up with the physician's office determined that the lead was replaced due to fracture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor fractured; distal segment was returned and analyzed. Defib conductor distorted. Blood/body fluid in/on several conductors(not obstructed) and helix/lobe mechanism(sleeve head). Outer tubing overlay breached cut. Flexed within 5 cm of anchoring sleeve. Also white substance found on the lead.

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. Follow-up with the physician's office determined that the lead was replaced due to fracture. No patient complications have been reported as a result of this event. It was further reported by the patient that she had a "lead issue" where the device delivered inappropriate therapy until an emt used a magnet to turn off the device.